Event description:
The customer reported that while the iabp was in use on a pt, the iabp generated a "rapid gas loss" alarm. In addition there was an irregular pressure trigger. The pt was switched to another iabp and therapy was continued. No pt injury was reported.

Manufacturer narrative:
The company representative was unable to duplicate the reported problem. The company representative observed error logs for rapid gas alarm and the iabp was tested to factory specification. It functioned normally and was returned to the customer. (B)(4).